Event description:
A customer obtained a nonreproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros 5600 integrated system. Patient sample: 2.41 ng/ml vs expected result 0.029 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory and questioned by the physician. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined. A reagent issue, pre-analytical sample handling, an instrument issue and/or inadequate customer maintenance protocol could not be ruled out as contributing factors.